Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. The reported device was not returned for analysis, however images of the device used were received from the procedure. Visual analysis of the product images revealed hat the end of the driver was damaged and that the driver tips were completely sheared off. The field return samples from complaints spike were sent for scanning electron microscopy (sem) analysis, material composition, and hardness testing. The analysis results indicate the failure is associated to presence of excessive hydrogen in the instrument material. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression (ID) procedure, the driver tips broke off during deployment of the implant. The physician confirmed that the broken driver piece was removed and completed the procedure using another driver of the same model. Analysis of the driver was not performed as it was retained by the facility. The patient did well post-operatively.

Event description:
It was reported that during the superion indirect decompression (ID) procedure, the driver tips broke off during deployment of the implant. The physician confirmed that the broken driver piece was removed and completed the procedure using another driver of the same model. Analysis of the driver was not performed as it was retained by the facility. The patient did well post-operatively.